Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube), cracked keypad overlay, and cracked case. Device received with unresponsive buttons due to corroded keypad connector and corroded electronic assemblies. Unable to perform displacement test, active current measurement, sleep current measurement, and self test or verify pump error 68 due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a trace pointers are invalid pump error alarm. Customer stated that insulin pump had unable to clear the alarm and arrow down button was not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.